Event description:
The customer called and reported that a piece of the reservoir compartment of the insulin pump was chipped. The customer's blood glucose was not known. Customer stated electrical tape was being used to hold it together. Customer was advised to discontinue use of the device and to revert to a back-up plan. It was advised the insulin pump would be replaced and the customer agreed to return it for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, and cracked battery tube threads.